Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the day of the event the patient kept getting low cgm readings, but no specific readings were reported. The patient kept drinking sweet tea to treat himself. When the patient started to feel unwell (no specific symptoms reported), the patient took a fingerstick to compare and the cgm reading was 44 mg/dl, and the blood glucose reading was 140 mg/dl. The patient's girlfriend brought the patient to the hospital around midnight. A fingerstick was taken at the hospital, but no reading was reported. A blood test was also done while the patient was at the reporter could not verify if there were other medical procedures done. The patient was given an unspecified intravenous fluid and was advised to remove the sensor. The patient was admitted and was discharged in the 2 days after the event. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation the reported glucose values fall within the c zone of the parkes error grid was taken after treatment. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.